Event description:
Caller states that the patient tested hi on this device, hi on an additional device and 228 mg/dl on a lab taken within 10 minutes. No treatment received and no adverse event reported. No strip information was provided. No quality controls were used. Requested return of suspect device and caller declined returning device to manufacturer.